Event description:
Pt initially reports infection while wearing biofinity toric. F/u with the pt notes: discomfort began quickly then scarred the surface of the eye, then went to corneal surface. Doctor gave him drops and was treating him for infection. Was advised to stay out of contacts for a couple months. No lot info was provided. Attempts to contact the ecp for more info have been made with no reply to date.

Manufacturer narrative:
The submission date for this MDR is late because of a significant increase in the volume of complaint reports after a firm-initiated voluntary recall in nov. 2011 of another product. The volume of complaint reports could not be anticipated in which to allocate adequate resources to complete timely complaint investigation and MDR reporting. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.